Event description:
It was reported that patient had received unanticipated therapy from their implantable cardiac defibrillator due a perceived low atrial pacing rate caused by undersensing of the atrial lead. On (B)(6) 2014, during an unrelated emergency room visit, no sensing nor capture could be observed through the lead. A chest x-ray found that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.